Manufacturer narrative:
Na

Event description:
It was reported via the sales agent that the stretcher had the gas spring blocked in upper position. No adverse consequence for the patients has been reported.